Event description:
It was reported that a catheter issue occurred. An opticross 6 hd was advanced for an ultrasound examination of the target lesion. After the run to evaluate the vessel, the catheter became difficult to pull back. The catheter had kinked or prolapsed and became stuck together. The catheter would not advance forward or retract backward and all equipment had to be removed. The procedure was completed using a new opticross. A prolonged procedure was noted with no patient complications reported. The patient fully recovered.

Event description:
It was reported that a catheter issue occurred. An opticross 6 hd was advanced for an ultrasound examination of the target lesion. After the run to evaluate the vessel, the catheter became difficult to pull back. The catheter had kinked or prolapsed and became stuck together. The catheter would not advance forward or retract backward and all equipment had to be removed. The procedure was completed using a new opticross. A prolonged procedure was noted with no patient complications reported. The patient fully recovered. It is now reported that the device was an opticross catheter and not an opticross 6 hd.

Manufacturer narrative:
B5 describe event or problem, d1 brand name, d2a common device name, g2 report source: corrected.

Event description:
It was reported that a catheter issue occurred. An opticross 6 hd was advanced for an ultrasound examination of the target lesion. After the run to evaluate the vessel, the catheter became difficult to pull back. The catheter had kinked or prolapsed and became stuck together. The catheter would not advance forward or retract backward and all equipment had to be removed. The procedure was completed using a new opticross. A prolonged procedure was noted with no patient complications reported. The patient fully recovered. It is now reported that the device was an opticross catheter and not an opticross 6 hd.

Manufacturer narrative:
Correction: h6 device codes this report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events.